Event description:
Customer reported a hole in the primary tubing at unspecified location. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Product evaluated and customer's experience of hole in tubing was confirmed. Analysis of the set identified a pin hole near the upper fitment. Crush marks were observed on the upper fitment. The cause of the pin hole was not identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.